Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative reaction of a donor unit when tested with seraclone anti-jk(a). The customer returned the supposedly defective product for investigational testing , but did not return the sample that had caused a false negative test result. Our quality control laboratory tested the returned product sample in comparison to their retained seraclone anti-jka sample with different jka+b+ red blood cells. All positive reactions could be confirmed as correct, no false negative reactions were observed.. A potency test of the retained and the complaint sample showed comparable results, both samples exceeded the required minimum titer. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a donor unit when tested with seraclone anti-jk(a). We are still waiting for the supposedly defective product for investigational testing and also for the donor unit that had caused a false negative test result.